Manufacturer narrative:
It is anticipated that the device remains in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2015, the patient was implanted with a bifurcated stent graft, two vela infrarenals, and two limb stent grafts (implanting physician dr. (B)(6)). On (B)(6) 2016, a secondary procedure was performed for an unknown reason and the patient was implanted with three additional limb stent grafts (implanting physician (B)(6)). No additional event or patient information is available.